Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Therefore, it was determined that the device did not meet the specifications. The results of the investigation did not lead to the identification of what led to the malfunction. A definitive root cause cannot be identified. A device history review of the product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): 4.1 precautions(warning) if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. If the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Intense endoscopic illumination may cause mucosal burns. When endoscopes are used with high intensity (e.g., xenon) light sources, they can concentrate intense light on a relatively small area of the mucosal surface. Always use the minimum level of illumination necessary for adequate viewing. Whenever possible, avoid close, stationary viewing and do not leave the distal end of the endoscope close to mucous membranes for a long time. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during cleaning and disinfection of the subject device, the screen became blurred and indistinct. The diagnostic procedure was completed with a similar device, without delay. There was no report of patient involvement.